Manufacturer narrative:
The tandem t:slim pump user guide indicates the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog has been tested up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 400 (mg/dl). Customer administered an insulin injection and bg levels stabilized to 80 (mg/dl); however, after changing infusion set, customer's bg levels elevated to 279 (mg/dl). System check with tandem technical support indicated pump was performing as intended. Cartridge uses novolog insulin and was reportedly in use for more than 3 days. Customer was reminded that novolog is indicate for use up to 72 hours. Customer administered an insulin injection to treat bg level and changed pump cartridge. Customer indicated that they will monitor bg levels and call tandem technical support if bg levels continue to rise.